Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports circumferential redness under the mass and tape collar since shortly after using this wafer beginning in (B)(6) 2016. She does not experience any itching from this area but it is painful at times. She said over the past couple of weeks she has had difficulty removing the mass because it gets stringy and almost melts onto her skin so when she removes it she occasionally strips her skin. She reports developing tiny superficial open areas in her skin where she has stripped it with small amount of bleeding, however the bleeding resolves without intervention.